Manufacturer narrative:
The failure investigation has been completed. Pump data showed multiple occlusion alarms on the date of the alleged event. Insulin delivery was suspended for a total of 2 hours and 39 minutes. No device failure was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 600 (mg/dl), high ketones, and borderline diabetic ketoacidosis. While in the ER the customer was treated with fluids, electrolytes and insulin injections. The customer left the ER "feeling better" with a bg level of 210 (mg/dl). The customer reverted to manual injections for diabetes management.